Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was unable to be issued. The drawer opened, but the cubie lid did not open. A technical support specialist resolved the issue, but no information was provided on how the issue was resolved. Unable to contact the customer; no response was received from the customer. The issue was not reported again, and troubleshooting could not be performed.

Event description:
It was reported by the customer that bd pyxis¿ medflex 1000, the item tramadol hcl tab 50mg was unable to be issued by nurse. The drawer opened, but the cubie lid did not open. The customer tried killing the cubex app in task manager and launched it back to no avail and mentioned that they would get the item elsewhere. There were no adverse events or injuries reported based on this incident.